Event description:
As reported by the edwards lifesciences affiliate in germany, during the procedure, it was not possible to fully close the device, and the decision was to bailout and exchange it. Edwards received notification of a pascal precision ace procedure in tricuspid position where, the new device preparation steps were performed with no issues. Tension was noticed in the system due to gaining height and flex to correct a septal trajectory, hence, additional maneuvering was required: the guide sheath (gs) was flexed and flushport was rotated (9 - 10 o'clock). After leaflet capture, it was visible in echo and fluoroscopy that the device appeared unable to close completely. The steerable catheter (sc) and the gs were in flexed position. After releasing the grasp, the device was retracted into the atrium to avoid any entanglement and to check if closing of the device was possible. Complete closure was not possible. The clasps were not re-set. Therefore, the decision was made to replace the device. The device bailout was performed according to the IFU. The noise was only audible after the device was removed and checked again. A slight vibration could also be felt by rotating the paddle knob after device retrieval. The noise did not go away. The issue occurred with the second device. In total, two devices were implanted. No patient injury occurred due to this event, and no further actions were required. The patient was in stable condition after the procedure. Additional information received during product evaluation was that it was found that the eyelets were in the incorrect position.

Manufacturer narrative:
Additional type of investigation codes that were unable to be added in h6: labeling review. The complaint for implant not fully closed, leading to additional capture attempt(s) was confirmed with empirical evidence. Typically, on devices that experience a difficulty or complete inability to close, the device will exhibit a symptom known as chattering. This is where the device makes audible clicking and ratcheting sounds. Upon device evaluation, the complaint device could actuate smoothly when dry, and there was no high friction observed. Performing the preparation procedure on the device showed no signs of difficulty or inability to close the system. However, after evaluation of the images taken in the product evaluation, it was seen that the implant finger eyelets were installed in the incorrect orientation. This is a known manufacturing non-conformance that can lead to difficulty or the complete inability to close as the added force applied to the fingers can cause additional binding and lock up the actuation wire during closure. Upon device evaluation, the complaint device could actuate smoothly when dry, and there was no high friction behavior observed after the device was submerged during prep. However, the product evaluation did find that the implant finger eyelets were installed in the incorrect orientation, a known manufacturing non-conformance that can lead to difficulty or the complete inability to close. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. There were no non-conformance's identified related to the complaint event.